Manufacturer narrative:
On 22-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav catheter and during the operation, device (including port, luer hub) was not irrigating. When the catheter was flushed, it was found that the tip did not water out. No water was coming out of the catheter tip using a syringe. It was confirmed that the correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error messages were noted either. The catheter had already been used inside of the patient. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the tip area. A manufacturing record evaluation was performed for the finished device 31693773l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav catheter and during the operation, device (including port, luer hub) was not irrigating. When the catheter was flushed, it was found that the tip did not water out. No water was coming out of the catheter tip using a syringe. It was confirmed that the correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error messages were noted either. The catheter had already been used inside of the patient. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed based on a received photograph of the device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the pentaray catheter was observed inside a plastic tray; however, the photo does not provided sufficient information related to the customer complaint; therefore, no results can be obtained from it. A manufacturing record evaluation was performed for the finished device on lot number 31693773l, and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).